Event description:
It has been reported to philips that there is a problem with the wi-fi signal of the pedal. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a problem with the pedal's wi-fi signal. The customer was utilizing the wired switch when the wireless footswitch failed. The rse identified that both wi-fi and the battery indicators were solid red and flashing rapidly. The rse advised the customer to replace the wfs battery. The customer replaced the wfs battery. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (tw 1006591), but it is related to a battery issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.